Manufacturer narrative:
The account found the f5 fuse was blown. The account has not returned hill-rom's attempts to determine the final solution to the alleged malfunction.

Event description:
The account alleged that the bed has no functions working.